Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed a motor error alarm. Customer's blood glucose was unknown. Customer reported that the drive support cap was protruding several months ago but did not recall pushing the drive support cap back in. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm or excessive no delivery alarm during testing noted. Motor passed motor test. The drive support disk was inspected and no anomaly was noted. The insulin pump had a cracked case at display window corners, cracked reservoir tube, reservoir tube lip, minor scratched and cracked display window.